Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed presence of pvd/calcium below the access site and the vessel size approximately 7mm. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured during pull back before the arteriotomy was reached. The device was removed from the patient and the patient was converted to approximately 15 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home on (B)(6) 2012 with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of leak was a diagonal tear at the balloon, approximately 5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. The review of the lhr (lot f1221206) indicated that the device lot met all established performance criteria prior to shipment.